Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter ((B)(4)) was attempted to be deployed from ij (internal jugular) it appeared that the filter hook went into the right renal vein, upon releasing the delivery system it would not release properly. The filter eventually released and the delivery system was removed. A retrieval system was put in place and the filter was retrieved without event. A subsequent filter ((B)(4)) was placed and it appeared straight but when the delivery system was released it appeared to be moving. The filter was left in place as everything appeared to be fine. Patient outcome: no adverse effects have been reported on the patient due to this occurrence

Event description:
Description of event according to initial reporter: filter ((B)(4)) was attempted to be deployed from ij (internal jugular) it appeared that the filter hook went into the right renal vein, upon releasing the delivery system it would not release properly. The filter eventually released and the delivery system was removed. A retrieval system was put in place and the filter was retrieved without event. A subsequent filter ((B)(4)) was placed and it appeared straight but when the delivery system was released it appeared to be moving. The filter was left in place as everything appeared to be fine. Patient outcome: no adverse effects have been reported on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on returned product, image review and event description. During deployment it appeared that the filter hook went into the right renal vein. There are no images provided as the filter was being deployed to help determine the cause of the significant tilt and the problems releasing the filter. If the filter did not release from the introducer, as described, and the physician inadvertently pushed the entire device forward attempting to free the filter, this could have resulted in the significant tilt and malposition of the hook, as seen on the venogram. The filter was not left in this position, and was retieved entirely and a new gunther tulip ivc filter was placed. This filter is seen in good position without evidence of significant tilt. According to IFU, slight back tension on the introducer while the filter is released is required and excessive tension during deployment may prevent the filter from being released despite activating the releasing mechanism. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Based on the information, imaging and product provided this could suggest the most likely root cause to be due to user error for the difficulties experienced by the end user. There is no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.